Manufacturer narrative:
The returned cartridge was evaluated and confirmed the presence of a blood leak. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the caregiver of a 47 year old male patient with a medical history including diabetes and end stage renal disease, who stated a cartridge blood leak was observed during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 20 aug 2025 from the home therapy nurse (htn) who stated the patient did not experience any symptoms and no medical intervention was required. The patient has resumed therapy with the nxstage system.